Event description:
It was reported there was an intermittent error message and difficulties booting up. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID r2290, analyzer. (B)(4).